Event description:
Additional information was received that indicated that the product would not be returned as it has been lost.

Event description:
It was initially reported that the physician's handheld would not turn on. The handheld was plugged into several different outlets and the power light would not come on. The ac charger was replaced with a known good charger and the power light would not come on. It was verified that the lock button was off and the battery cover was latched. Good faith attempts for product return have been unsuccessful to date.